Event description:
It was reported that the head of the screw broke off while the surgeon was inserting it. The shaft of the screw was left in the patient.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation. Due to the missing product the exact root cause cannot be determined, but according to the design risk analysis, these are the possible root causes: wrong pilot hole - screw interface due to wrong hole diameter/ tapped hole, incorrectly selected implants, incorrectly selected/ assembled implant/ instrument, insufficient/too high bone quality, wrong/ missing information, reuse of single-use devices, implant/instrument mix-up, wrong/ missing functionality check, improper implant placement (e.g. Arch bar, screw...), locking mechanism fixed too early or not properly fixed, too much/ wrong forces between blade, screw and bone (e.g. Screw head deformation, screw breakage), power tool usage for screw insertion (not qdm), too much/ wrong compression/ torsional/ axial forces, wrong rotational speed, unintended loads, bone quality resulting in high torque, improper blade disengaging, collision with other implant or instrument, predrilled hole not deep enough (e.g. Wrong choice of instrument/implant, system mixup, poorly assembled/used instrument). When evaluating the complaint history of all similar devices the root cause with the highest probability could be attributed to a torsional overload. Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue.

Event description:
It was reported that the head of the screw broke off while the surgeon was inserting it. The shaft of the screw was left in the patient.